Manufacturer narrative:
This report is filed on june 13, 2019. - attachment: [138737-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on march 26, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.